Event description:
A customer reported an issue with their continuous glucose monitor (cgm) showing an error code. There was no adverse impact to the customer's blood glucose level. Technical support provided detailed instructions for resetting the pump, and the customer successfully restarted their sensor session without encountering the error again.